Event description:
It was reported that during follow up, perforation was observed via fluoroscopy. No pleural effusion was seen. The patient's condition was stable after the procedure. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.